Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a single lumen PICC. The customer states that the PICC line was removed. It infiltrated into the chest.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.